Manufacturer narrative:
Concomitant medical products: 5076-52, lead; dtma1qq, crt-d; 439888, lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic/phrenic nerve stimulation, and it was determined that the right ventricular (rv) lead had dislodged, pulling back into the right atrium. The lead was repositioned, and remains in use. No further patient complications have been reported as a result of this event.